Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that pc over ip (pcoip) client was replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that multiple times intra-operatively, the camera cart monitor went black, showed the pc over ip (pcoip) splash screen and connecting to ip before reconnecting. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay due to this issue. A manufacturer representative checked the connections to the pcoip zero client and everything was seated properly.

Manufacturer narrative:
The pc over ip (pcoip) client was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. The pcoip client was tested and the logs indicated software reboot at 9 minutes 34 seconds, 6 minutes 34 seconds, 15 minutes 25 seconds, 6 minutes 29 seconds, and 14 minutes 33 seconds. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.